Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR report will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred upon initiation of the patient's hemodialysis (hd) treatment. The blood leak was traced to a loose connection on the tubing at the heparin pump port connection. Although no physical damage was visible, the biomed stated that the connection appeared loose as though it was not properly connected where the blood leak occurred. The patient's estimated blood loss (ebl) was noted as being approximately 3-5mls. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued treatment, set-up with a new bloodline, and then continued with their hd therapy. The patient's treatment was successfully completed with no further issues being reported. No machine alarms were generated prior to or after the blood leak occurred. No malfunction of the 2008t hd machine was alleged, identified, or observed prior to, during, or following the completion of the patient's treatment. The user facility noted that the complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the connection between the pump tubing and the pump t connector was misassembled. The tubing was not aligned with the red pump t connector. Further examination of the component found the pump tubing end to be malformed. A fluid leak test was performed with the actual sample arterial line, and air bubbles were observed coming from the connection between the pump tubing and red pump t connector. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The reported defect of connector leak was confirmed, with a process related cause for the tubing connector being malformed.